Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient faced two inflammation appeared under the skin. The first one was improved and the second one still felt a hard spot. The patient also reported infection at the cannula attachment site and skin was sore. On (B)(6) 2024 the patient was prescribed a course of antibiotic kefexin 750 mg twice a day. No further information available.